Event description:
The pt was having some issues that caused concern over the function of the pump. The pump was interrogated in the emergency room and the pump appeared to be functioning. It was later reported that the pump was turned off by the hcp because, the pump was not working. It was noted that the pump was not working due to a catheter issue. The pt's spasticity had caused the pt to "twist up" and this caused the issue with the catheter. The pt's family was told the pump need to be replaced due to battery depletion. They had not yet decided if they would replace the pump. On (B)(6) 2011, the pump was alarming because, it had been stopped. The pump was not being used for therapy, the pt was being managed with oral baclofen. There was reported to be no therapy or medical problem with the pt as on (B)(6) 2011. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).